Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the surgeon implanted a stent that had expired the day before. The product was owned by the hospital.

Event description:
N/a.

Manufacturer narrative:
Based on the details of the complaint a procedure was conducted utilizing a 7mm x 59mm x 120cm icast covered stent product code 85415 and after the procedure the staff realized that the icast covered stent used in the case had expired the day before. Unfortunately no lot number was provided of the icast covered stent used, therefore the manufacture date of the product in question cannot be verified. The product expiration date is clearly provided on the product label. The hospital is responsible for maintaining their inventory as this product was purchased. Once the product has been purchased atrium medical does not maintain the product inventory for the institution the product has been sold to. Because the device had expired atrium medical cannot guarantee the performance or sterilization of the product in question. The instructions for use (IFU) for the icast covered stent in the "precautions" sections states the following in regards to the product expiration: ¿the device is provided sterile, for one procedure only. Do not re-sterilize. Use prior to the expiration date noted on the package".